Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she stopped pump therapy due to several low blood glucose readings while on the pump. Customer stated that she had several visits from the emergency medical services. Customer stated that she and her health care professional decided to take her off the pump and have her resume manual injections. Customer stated that she has gotten better control and has built up an ability to feel low blood glucose. Customer was not hospitalized but on (B)(6) 2013, customer's blood glucose was between 20-30 mg/dl. Customer does not recall if her accident was while she was on pump therapy or not. Customer stated that she did have an accident but was not admitted. Customer stated that the low blood glucose is not pump related. Customer thinks the lows are due to the customer's inability to maintain control of blood glucose or detect low blood glucose. Customer ran a displacement test and self test on the pump. The pump passed and customer used an insulin pen.